Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. It was reported that the patient woke up with the pump not functioning. After replacing the battery, the pump started to function properly again. No moisture or damage to the pump was alleged and no damage to the battery cap was reported. A review of the alarm history with the patient revealed no alarm that could lead to power loss. There was no indication that the issue caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2019 with the following findings: during investigation, there were reboots observed in the black box on the date of the reported "no power" issue. There was no damage found to the battery compartment or battery cap. The battery cap was able to attach securely to the pump. The pump powered on with no alarms. The pump was opened and there was no damage found to the power circuit. The allegation of a "no power" issue was not duplicated or confirmed during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.